Event description:
The physician was attempting to do an onyx embolization and got a microcatheter stuck and bonded to the patient's vessel. The physician broke off the microcatheter in the patient and then proceeded to remove the neuron delivery catheter 070 but noticed it had some onyx on it as well. He tried to inject the onyx out of the neuron guide, but it broke out of the side of the neuron in the patient. He removed both parts of the neuron from the patient. Before the procedure the physician noticed that the neuron was kinked in the packaging but decided to use it anyway. The break occurred at the site of the original kink. The patient is ok.

Manufacturer narrative:
Conclusion code: the device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The IFU states in the device preparation and use section "inspect the neuron delivery catheter for kinks or other damage. If any damage is observed, discard the neuron delivery catheter." The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Other text: retained in hospital risk department.